Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2018, a 19mm trifecta¿ gt valve was implanted. In (B)(6) 2021, the patient complained of shortness of breath and aortic regurgitation (ar) was confirmed at that time. On (B)(6) 2021, the valve was explanted and replaced with a non-abbott device. Upon explant, a tear was noted on the stent post between the left coronary cusp (lcc) and the right coronary cusp (rcc). The patient was reported to be in stable condition.

Manufacturer narrative:
Additional information: d9, h3, h6. Explant was reported due to regurgitation. The investigation found that leaflets 2 and 3 were torn. No inflammation or significant calcifications were present. No acute inflammation or significant calcifications were present. X-ray inspection of the returned valve demonstrated deformation of stent posts 2 and 3, which appeared bent outward. As this was an explanted valve it is not possible to confirm when the observed deformation occurred, or if the stent deformations contributed to the severity of the leaflet damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This review was inclusive of the final inspection videos. The manufacturing inspections and the functional testing demonstrated that at the time the valve was manufactured the valve had normal leaflet coaptation and function without evidence of stent deformation. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. Non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation demonstrated mild loss of collagen at one of the tear sites, which could have contributed to the tear. There was also evidence of an outwardly bent stent post in association with the torn leaflets. An outward bent stent post may result in a localized increase in leaflet stress which may potentially contribute to the observed non-calcific leaflet tear. However, since it is unknown whether the stent deformation occurred before or after the valve explant, the cause of the torn leaflets cannot be conclusively determined.